Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing leakage after use. The following has been provided by the initial reporter: customer complaint on spillage occurring when they had received the tube in the laboratory. The sample was collection using terumo wingset and transported using pneumatic system.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing leakage after use. The following has been provided by the initial reporter: customer complaint on spillage occurring when they had received the tube in the laboratory. The sample was collection using terumo wingset and transported using pneumatic system.